Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the lead was dislodged. The lead was explanted and replaced on (B)(6) 2016. There were no adverse consequences for the patient.

Event description:
It was reported the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the device exhibited loss of left ventricular capture. Additionally, the lv lead was capturing the atrium at high outputs. A chest x-ray is planned to verify lead position. No further information was available.